Event description:
Trilogy machine serial # (B)(4). I was in the hospital for a week with double pneumonia, infection in my blood and the start of kidney failure. I also developed a severe infection in my nose after discharge from the oxygen that was used while in the hospital. I was told this hospitalization was a direct result of using the trilogy machine stated. I was given x-rays and multiple testing while in the hospital. (B)(6) medical center will have all my records and exact dates, due to the severity of the illness, I do not recall exact date. I followed up with my pulmonary doctor and he confirmed, he believes it was due to this recalled trilogy machine, that has not been replaced yet. I have reported this machine to respironics and have only received letters regarding this, but no new machine to this date. I almost died as a direct result of using this recalled trilogy machine. I cannot stop treatment at this time, I have a medical need. I can send a picture of the machine at another time. FDA safety report ID # (B)(4).